Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the alleged issue first began. The patient no longer had their testing supplies available when they contacted lfs so were unable to provide the name of the meter or test strips involved in this complaint. The patient did not provide the details of the alleged inaccurate readings and did not provide details of what they were compared their meter results to. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication after the alleged product issue began. The patient reported developing symptoms of ¿dizziness and dry mouth¿ approximately one month after the alleged issue started. The patient reported being advised by and hcp to treat these symptoms by increasing their medication. The patient reported testing their blood glucose on a doctor¿s meter and obtained a result of ¿220mg/dl¿. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury after the alleged inaccuracy began.